Manufacturer narrative:
Upon arriving at the customer site, the field service engineer (fse) observed that no audio or visual alarms were displaying on the overview station outside patient rooms, but audio and visual alarms were showing on the main central station at the nursing station. The fse also observed that there was an update pending on the overview station. The fse confirmed with the user if they could reboot the station and to monitor the patient manually for ~10mins. Once the update and reboot was complete, audio and visual alarms are showing at the overview station. The device was returned to use. The device was operational after a pending software update and system reboot was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the user was unable to see any patient alarms, no audio and visual alarms were being displayed on the overview station outside patient rooms. The device was in use on a patient at the time of the event. There was no adverse event reported.